Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted. The pt tolerated the procedure well and was taken to the recovery room in stable condition and sent home. It was reported to medtronic that the pt expired two days post stent graft implant. The autopsy revealed that the cause of death was due to a gastric ulcer. The physician did not feel that the event was related to the procedure or the stent graft. The autopsy also revealed that the stent graft was correctly placed and the pt's death was not related to the stent graft or the stent graft procedure.

Manufacturer narrative:
Eval results: pt's condition affected effectiveness of device (pt expired of gastric ulcer).